Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance, the device intermittently would not power on. The complainant indicated that there was no pt involvement in the reported event.